Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was not confirmed based on failure analysis. The reported fault on universal surgical manipulator (usm) 4 was confirmed but not replicated. In artemis, 48100 and 32056 errors were found, indicating acs (axes controller spar) in usm 4 failed to initialize i2c device, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected. The complaint was not confirmed by failure analysis. The probable root cause is attributed to i2c communication error pertaining to the insertion searchlight pca and insertion searchlight ffc (flat flex cable) of the usm.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the customer experienced a fault on arm4. Technical support engineer (tse) reviewed the logs and confirmed the issue. Intuitive surgical, inc. (Isi) representative stated the customer attempted to power cycle the system and recover the fault but the issue remained. Rep. Would like the field service engineer (fse) to take a look at the system and call ended. Fse to follow up. The procedure was completed with no reported injury.